Event description:
Report received of delay of therapy due to air in line alarms. The customer reports that the tubing was primed with t-pa very slowly and placed on the pump. An air in line alarm sounded. The t-pa was reprimed and placed on the pump again. Immediately an air line alarm sounded for a second time. The tubing set and pump were changed. This tubing set ran for 15 minutes and then the air in line alarm sounded. The clinician observed that the tubing was full of air from the drip chamber to the cassette. Another tubing set was then primed and immediately the air in line alarm shounded. A regular tubing with a different pump and a new botle of t-pa were set up and the t-pa infused without problem. The delay of therapy was about 30-35 minutes. The patient remained hemodynamically stable. The patient received the full dose of t-pa that was ordered. The patient was then transfered to another facility for emergency angioplasty. The reporter did hear from that facility that the patient did fine. This tubing set is connected directly to the patient and used with a sigma pump to infuse the t-pa. It is unknown to the customer the source of the air. No report of adverse patient effect.